Event description:
It was reported that during the implant attempt, the left ventricular (lv) lead had good thresholds via the analyzer; however, there was oversensing/noise and phrenic stimulation. The vector was changed and the physician could no longer get sensing, impedance, or threshold measurements. Different cables were used and test clips were removed and placed directly on the electrodes; however, there were still no measurements obtained. The lv lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. No anomalies were found. (B)(4).